Event description:
Customer's mother reported that they activated a new device at 5:43 pm on (B)(6) 2011 after the previous device terminated with an alarm. At that time, her son's blood glucose measured 350 mg/dl and they administered a 1.3 unit insulin bolus. At 6:21 his blood glucose had risen to 395 mg/dl and another 0.25 unit bolus was given. At 6:52 pm, his blood glucose measured 322 mg/dl and at 7:34 pm, 356 mg/dl; another 0.5 unit of insulin was taken at the later time. By 8:22 pm, his blood glucose had risen to 375 mg/dl, so 1 unit was given by manual injection and at 8:50 it had lowered to 362 mg/dl. At 10:07, with blood glucose measuring 273 mg/dl, a 0.3 unit correction bolus was taken, but at 10:27, his blood glucose had crept up to 280 mg/dl and the device was deactivated. The mother reported trace ketones at that time. She also said that when her son has elevated blood glucose when a device is changed it always takes several hours for it to decrease.

Manufacturer narrative:
The returned device was evaluated and performed as designed during testing. An air bubble, equivalent to about 5 units of insulin in size was found in the device's insulin reservoir. This typically occurs due to the customer injecting air during the fill process, rather than a manufacturing process issue or product defect. User error is determined to have caused the device to fail to perform its intended function. The omnipod user's guide instructs users on proper filling technique and warns to, "never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery." Interrupted insulin delivery has the potential to result in high blood glucose levels. Insulet has initiated an internal investigation into this issue which is in process as of the date of this report. Product lot qualification records were reviewed and all acceptance criteria were met.